Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported device alarmed for no disposable clamp tubing. Issue was resolved by changing cassette. No additional details were provided. No patient injury reported.

Manufacturer narrative:
Event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d1: correction: brand name: cadd cassette 100ml w/flowstop.